Manufacturer narrative:
(B)(4). Batch # 184a54. Additional information received: the product has been discarded. No patient consequences reported. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that the gallbladder was in the bag and being removed from the umbilical port when the bag was pulled out the bottom of the bag, split open, and the gallbladder was left in the port. Surgery was delayed by ten minutes. There was no patient consequence.